Manufacturer narrative:
The customer complained of splash in their eyes. No laboratory test can be performed since lot number is unknown. The complaint history file for this product was verified and no other complaint were received with this customer claim. Safety data sheet was verified and it contains first aid measures for eye contact. ¿after eye contact, rinse opened eye for 15 minutes under running water. Then consult your doctor¿. Product insert has warning notice in case product be in contact with the eyes. Although lot number was not provided by customer, drop test of the last lot of needle received in house was verified. Satisfactory results were obtain when drop test was performed. The complaint was unconfirmed by bd service personnel. Root cause unknown, lot number was not provided by customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd macro-vue¿ rpr card antigen suspension, the antigen splashed in the eyes of the operator during use. Medical intervention required.